Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a crack found in the cylinder connecting tube. As a result, the physician removed and replaced the entire device. The patient was stable following the procedure, and there were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 0143205004. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 0133251019. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and crack/hole are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.